Event description:
The guide wire fractured and was believed to be separated inside the guiding catheter during removal. The entire guide wire was pulled out with the guiding catheter. No resistance was reported. There were no patient effects reported.